Event description:
Customer reported false negative pt results.

Manufacturer narrative:
Customer reported false negative pt results. A clog in the instrument prevented the aspiration of pt samples. There were no error messages or alarms on the instrument. An iris field service engineer was sent and could not confirm a malfunction with the instrument. The fse did institute add'l software settings to hold the automatic reporting of pt results for samples with increased numbers of wbc's and rbc's. There is no indication erroneous results were reported out of the lab. There is no reports of changes to pt treatment.